Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the healthcare called the rep and reported the patient was going in and out of the emergency room with radiating pain at auxiliary lateral site (ins), caller initially said the neck but it was confirmed that it was more at/around the pocket site. The healthcare provider did an x-ray and various head position impedance tests but all is normal. Rep said the pain goes away with stimulation is turned off. Initially the healthcare provider lowered the patient's parameters after their first visit to the emergency room. Patient started having pain 6-8 months ago. No further complications were reported or anticipated with this event.